Event description:
This ophthalmic microsurgical system would not allow for calibration of three handpieces during an ophthalmic procedure. The procedure was delayed approximately 25 minutes. Another unit was used to complete the procedure.